Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery failure; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with battery failure was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a depleted lithium battery. The lithium battery was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(6) 2006, the batteries were replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.